Manufacturer narrative:
At this time, this lead remains implanted and in service. No additional information is available. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
The physician elected to see the patient at the next follow up to further evaluate the lead and verify the presence of noise or incorrect electrical parameters. No additional information is available.

Manufacturer narrative:
A save to disk will be performed and sent to boston scientific technical services (ts) for further evaluation and to also obtain when the increase in pacing impedances had occurred. No additional information is available. Once the disk is analyzed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) presented with pacing impedance measurements above 3,000 ohms. All other measurements remained stable. Isometric movements were performed, but no changes in the measurements were observed. The patient had not been continuing with routine follow ups and the last measurement obtained was in 2008. The pacing impedance measurement was normal at that time. No adverse patient effects were reported.

Event description:
Additional information was reported that during the last patient follow up, the lead was tested to evaluate the integrity. All measurements were within normal range except for the pacing impedance measurement which is still above 3, 000 ohms. No adverse patient effects were reported.

Event description:
A data disk was sent for analysis. A boston scientific ts representative discussed that this particular model does not have the capability of recording daily measurements in the memory, so it cannot be determined what the impedance measurements have been while this device has been implanted. From the data disk, it was confirmed that the rv lead pacing impedance measurement was above 3,000 ohms. The rv pacing thresholds were high, but all other measurements were within normal parameters. Both the pacing impedance and thresholds have increased since implant. It was discussed that the out of range pacing impedances in combination with the high thresholds is indicative of a possible lead fracture.